Event description:
It was reported that upon interrogation of the device before replacement, there was no notation indicating "replace pacer" in the remaining longevity filed and also the battery and lead measurement screen was entirely blank. This was confirmed to be a possible elective replacement lock-up. Corrective software was use to reset the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.